Event description:
On (B)(6) 2013, a (B)(6) year old female pt received gel-one injection plus 1cc of kenalog in the left knee after preparation of the skin with povidine and then alcohol. She has osteoarthritis of her knees with worse pain on the left than the right. She had had earlier steroid injections into the left knee with kenalog and marcaine on (B)(6) 2013. She developed a warm painful joint. On (B)(6) 2013, she visited the injection physician's office to complain of pain. She was noted to have signs of a synovitis. Slightly cloudy blood-tinged fluid was aspirated. She received 1cc of kenalog and 3cc of marcaine and was given a course of oral steroid (a medtrol dosepak). By the following day the knee pain had improved partially. On (B)(6) 2013, she was aspirated again because of increasing of symptoms the knee. Cultures grew (B)(6) sensitive to all antibiotics tested, except erythromycin. She underwent arthroscopy surgical debridement with hemovac drain insertion and then again on (B)(6) 2013. She was given intravenous antibiotics for a total six weeks in the hosp and then in a rehabilitation facility thereafter. On (B)(6) 2013, she was using a walker because of pain and weakness. MFR ref number 9612392-2013-00006.